Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician stated experiencing air in line alarms without visible air. This was reported to bd representatives during site visit. Bd clinical practice consultants reviewed best practices for reducing air in line alarms, location of air in line detector and IV set loading. There was patient involvement however no harm.